Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mr with a grade of 4. One clip was successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. The following day, during a follow-up transthoracic echocardiogram, the clip was noted to have detached from the anterior leaflet remaining attached to the posterior leaflet (slda). After further reviewing the intra-procedure trans-esophageal echocardiogram images, the physician determined that only the tip of the anterior leaflet had been captured with implantation. Further, mr has been noted worsen to 4+. The patient is being monitored and there are no plans for reintervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to procedural circumstances (suboptimal leaflet insertion). The reported worsening mr appears to be related to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.